Event description:
Condition actually affected both eyes: left eye began 03/14/06; right eye began 04/13/06. Presented to clinic with complaint of construction irritant getting in eye (left). Wears acuvue 2 disposable contact lens, daily wear, from 6a - 10p. Had one day history of irritant (dirt) flew into eye. Complained of pain with foregin body sensation. On exam, 2-3 mm corneal abrasion found. The next day, inflammation on cornea found. Diffuse focal opacities. Treated with tobrex eye drops. Healed after 2 wks. Vision 20/20 with some residual inflammation on cornea. No symtpoms. Stopped treatment 03/29/06. Two weeks later (04/14/06), presented with accidental trauma from sand and shell debris to right eye. Symptoms same as left eye were. Noted 4 mm corneal abrasion with infiltrates. Routine bacterial culture negative. Put on antibiotics 04/15/06. Condition worsened. Count finger vision only. Increased infiltrates diffuse to cornea. Pt taken to hosp. Cultures and smears taken of cornea and contact lens for fungus. Stains negative; no growth for fungus; 2 week cultures also negative. Treated with antifungal eye drops (natamycin) every hour and oral ketoconazole (400mg first day to 200mg everyday). Gradually better. Abrasion healed 4/17/06. Vision 20/100. Infiltrates gradually improved. Vision 20/25 + 05/01/06. Medication tapered and then stopped 05/01/06. No further symtpoms. Corneal inflammation continues, right > left.